Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator failed flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient involvement. According to the information provided by the technician, the o2 gas module was identified as faulty and replaced. The issue has been resolved and the device was delivered to the user in working condition. The o2 gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The evaluation of provided device's logs confirms occurrence of flow transducer test failure. The root cause to the reported issue has not been determined. The correction of field g4 date received by manufacturer was required. This is based on the internal evaluation. Previous date received by manufacturer: 10/10/2023; corrected date received by manufacturer: 10/13/2023.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name. Previous brand name: servo-s, corrected brand name: servo-s base unit. D4 - version or model #. Previous version or model #: servo-s, corrected version or model #: 6640440.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref (B)(4).